Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient had abscesses or cysts around the incision. The patient's family healthcare professional wanted to make sure the abscess was not on the patient's spine so they wanted to do an MRI. On approximately 2016( B)(6) , the patient started feeling weird and was sleeping a lot, then on the following day he fell and his blood sugar was over 700. They were now trying to figure out what caused this, if it was the cysts, the infection, or what.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.